Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Healthcare provider (hcp) responded to a letter. Per the patient, the hcp said they had rods removed from their toes and they haven't had problems since. The rods in the feet was related to the shots of electricity. A family member responded to a letter. The toe operation occurred on (B)(6) 2019. The steps taken to resolve the shots of electricity issue was stimulation was turned down. The patient had rods in their toes for hammer toes (not related to device/therapy) and it gave them a shock. The rods were then removed and stimulation is working. The issue has since been resolved. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer (con) regarding a patient who was implanted with a neurostimulator for urinary dysfunction. It was reported that the patient was feeling a strong vibration in the bottom of their foot and then ¿big shots of electricity¿. They lowered the stimulation and then turned it off. Eventually, it quit doing it. The patient wondered if it could be because of the rod in their toe, noting they recently had their toe operated on and rods were inserted. They were going to follow-up with their healthcare professional (hcp). No further complications were reported or anticipated.